Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized. Treatment details were not reported. The cause of the event, action taken with dianeal therapy, and the patient's recovery status were unknown. No additional information is available.